Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 89 to 99 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Back to back blood test performed during call and not performed since product not stored correctly. Verified storage of test strips is not within specification since they are kept in bathroom. Test strip lot MFR's expiration date is 02/25/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.